Event description:
It is reported that dovetail tip fractured off.

Manufacturer narrative:
Evaluation summary: the returned broach impactor has both of the jaws fractured off from the base. The knurled section of the instrument shows impaction marks on the anterior side and medial/lateral side indicating that the device was impacted off-axis and sideways causing additional bending moment and the jaws fractured due to overload. A field communication was released in january 2008 for proper technique of the broach impactor. Improper use of the device appears to be the cause of the problem. In addition, a new design has been implemented that can successfully withstand off-axis loading. A product removal of all previous design iterations was initiated on 06/30/08. Evaluation: the device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specification.